Event description:
According to clinical study as reported in international hepato-pancreato-biliary association 2009, 11, 38-44, from february 2005 to december 2006 endo gia vascular staplers were used for parenchymal liver transection in 62 consecutive cases. The endo gia devices were used to divide the inferior vena cava. And the endo gia 30mm vascular stapler was used to divide the hepatic vein. There were two reports of postoperative bile leak which were managed conservatively and both regressed within 5 to 10 days.

Manufacturer narrative:
Date initial report sent: 9/17/2009.